Manufacturer narrative:
Although the malfunctioning device was not returned to vygon us, the complaint information was forwarded to vygon sa for investigation. The results of this investigation are still pending, and will be communicated to FDA via a follow-up MDR within thirty days of its conclusion.

Event description:
A high pressure injection was administered in interventional radiology. Upon removal of the syringe, membrane did not return to proper alignment. The port was open, and there was bleed back. There was no adverse outcome at the time of the report.